Manufacturer narrative:
Blood was observed on the adhesive pad. The device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences. Device ran 3173 pulses. No damages or defects were observed that would result in a needle not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels reached 398 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the patient stated that the pod's needle did not moved forward. As treatment for hyperglycemia, manual injections of insulin were delivered and a new pod was applied.